Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. Troubleshooting was done. The customer was advised that the insulin pump was working as designed. The customer was advised to change the entire infusion set and reservoir of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.